Event description:
It was reported the customer had high blood glucose and noticed the reservoir was leaking. The customer stated that the insulin came out of the back of the reservoir when he removes the reservoir when he removes the reservoir out of the insulin pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therfore consider this report complete to the best of our knowledge.